Event description:
The patient experienced hemoptysis following the cardiomems implant procedure. They were intubated, transferred to the ICU, and treated with dobutamine. The cause of the hemoptysis was unknown. No performance issues were noted with the abbott device. The patient coded and died on (B)(6) 2021.

Event description:
The physician did not indicate that the small perforation led to the patient's right ventricular failure.

Manufacturer narrative:
No device analysis results are available because the device was not returned. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined that no non-conformances were identified that are related to the reported event.

Event description:
Additional information confirmed that there was a perforation following the implant procedure and the patient's cause of death was right-sided heart failure.